Event description:
It was reported that when the tubing was connected the device would continues to beep. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received. Visual inspected noted the enclosure of the device has minor nicks visible. The wire's that are connected on the top right of printed circuit board (pcb) are missing tie wraps. The power, pump, auxiliary outlet, and fan wires (located towards bottom of enclosure) are missing spiral wrap and tie wraps. Both heater number 1 and 2 have non original equipment manufacturer (OEM) hose clamps (should be otiker clamps) on some portions causing leaking. Heater number 2 has a rip in the heater tape. The return tube is cracked/leaking causing visible fluid droplets and fluid ingression on printed circuit board (pcb). Installed temperature check, test filter and performed functional tests. Ran the device for 45 minutes during trouble shooting and no alarms sounded, device ran as intended. Unable to confirm customer complaint however a root cause could be attributed to incorrect tubing placement, disposable bending in the heat exchanger may damage the disposable causing it to not make a clear connection, and the gas vent/filter must be fully primed. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device. Action taken; replaced the cracked return tube and the printed circuit board (pcb). Replaced both old design heaters with new design heaters because of the rip in heater number 2 and replaced the o-rings and fan guard per preventative maintenance (pm). Device passed all functional tests.

Manufacturer narrative:
Product code and common device name were accurate on previous submission.